Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was reported that pump had no audio tones. The vibratory function was, reportedly, functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: during investigation, the pump powered on and displayed the verify screen. The audible tones were found to function properly. The complaint of no sounds was not duplicated during testing. There was no defect found during investigation.